Event description:
It was reported by the customer and the rep, that during a hemiorrhoidectomy procedure, the staples did not deploy, but the device fully cut. Sutures were used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.